Event description:
A peritoneal dialysis (pd) patient reported having peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2024 the patient was seen in the pd clinic for copious amounts of fibrin in the pd catheter (not a fresenius product) which was causing drain complications during pd treatment. Per the nurse, the patient pd catheter was power flushed, and the fibrin was dislodged. Additionally, the patient had a pd culture obtained (the same day) which grew enterococcus faecalis and staphylococcus aureus. The patient was initiated on antibiotic therapy with vancomycin and cefepime (per clinic protocol) intra-peritoneal (ip). However, the nurse stated that on (B)(6) 2024 the patient was seen again in the outpatient pd clinic for persistent drain complications and report of abdominal pain. The patient received heparin dwell in the pd catheter and the patient was advised to go to the hospital if the abdominal pain persisted. Subsequently, on 6/jun/2024, the patient was hospitalized for the peritonitis event. The nurse reported that the patient was transitioned to hemodialysis and treated with unknown antibiotic therapy. The patient remained hospitalized at the time follow-up was performed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange.